Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: left mentor memorygel breast implant 325cc, lot: 177711, catalog number: 3543257 manufacturer¿s reference number (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent breast augmentation revision with mentor memorygel breast implant 325cc gel prostheses. Rupture and capsular contracture of both the left and right breast prostheses was confirmed during procedure. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 320cc gel prostheses on (B)(6) 2018 and has fully recovered.this report is for the right prothesis.

Manufacturer narrative:
The device history record (DHR) was reviewed on 4/11/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).